Manufacturer narrative:
On (B)(6) 2015, the reporter added the following information: the surgery was completed successfully. And the explanted implants will be sent you. I don't know the patient initials. On 28 january 2016, ceramtec (B)(4) performed the manufacturing process review for the implants manufactured by them and involved in this report (ceramic delta liner ø 36 / e and biolox delta ceramic ball head 12/14 ø 36 size m, both not marketed in the USA), without finding any issue. Batch review on medacta components, performed on 08 february 2016: lot 154183: (B)(4) items manufactured and released on 03 november 2015. Expiration date: 2020-10-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Amistem h, ha coated stem size 4 std, code 01.18.134, lot. 151443 (k093944). (B)(4) items manufactured and released on 16 july 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 3 february 2016 the r&d project manager analysed the returned implants: observing the ceramic implants (liner and head) some scratches can be seen, probably caused by the revision surgery no other particular signs can be seen. It is not possible from the inspection of the implants determine the root cause of the event.

Event description:
Revision because of infection.

Manufacturer narrative:
Additional information received on 17 february 2016 and includes: the pathogen is staph. Aureus.

Manufacturer narrative:
On 07 april 2016 it was prepared a final report with the information already submitted in the previous reports. On the same date the report was sent to the initial reporter and the case was closed.